Manufacturer narrative:
Patient¿s weight is unknown. Exact date of screw breakage is unknown. It is believed that it could have been broken between (B)(6) 2017. This report is for one (1) unknown cortical screw. Part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. Complainant device is not expected to be returned for manufacturer review/investigation. The (510k): unknown, as specific part and lot numbers for screw is not provided. X-ray reviewed: narrative could be verified from provided x-rays. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a patient underwent surgery in (B)(6) 2017 to treat the fracture on the proximal femur. The patient was implanted dynamic hip system screw (dhs) with a dhs plate and two cortical screws. The patient had pain after the operation. In (B)(6) 2017, it was found that one of the cortical screws (inferior one) was broken. The patient underwent revision surgery on (B)(6) 2017 and was revised to new dhs screw, and 4 hole plate. Patient outcome is reported fine. Concomitant devices reported: dhs plate (part # unknown, lot # unknown, quantity 1), dhs screw (part # unknown, lot # unknown, quantity 1), cortical screw (part # unknown, lot # unknown, quantity 1). This report is for one (1) unknown cortical screw. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in switzerland as follows: it was reported that on (B)(6) 2017, patient suffered a pertrochanteric fracture of the left femur due to fracture-stage osteoporosis and had to undergo same-day surgery. A two-hole dynamic hip system screw (dhs) with a dhs plate and two cortical screws. Was used at the time of this operation. The patient had pain after the operation. The break in the distal plate screw was identified on (B)(6) 2017 during an x-ray follow-up. A revision surgery took place on (B)(6) 2017 to perform a revision using a 4-hole dhs. According to the surgery report dated (B)(6) 2017, the distal screw showed material breakage. Patient outcome is reported fine. Concomitant devices reported: dhs plate (part # unknown, lot # unknown, quantity 1), dhs screw (part # unknown, lot # unknown, quantity 1), cortical screw (part # unknown, lot # unknown, quantity 1). This report is for one (1) unknown cortical screw. This is report 1 of 1 for complaint (B)(4).